Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient developed cellulitis at the implant on (B)(6) 2018. Additionally, it was reported that the patient experienced recurrent infections at the implant site due to ingrown hairs. The implanted device remains inisitu. Additional information regarding treatment could not be obtained.